Manufacturer narrative:
The investigation of optical signal issue has been completed. During pump implantation procedure, placement signal did not work out of box. The pump was returned. Data logs were not recovered. Investigation of the pump revealed a damaged fiber line on the patient side of the red pump plug during laser continuity test. The optical fiber sat at a strenuous angle in order to route around the other wires and the post. The patient cable was unable to rotate freely in the kink protector. The cause of the optical signal issue was a damaged optical fiber line due to the damaged optical fiber line found during laser continuity inspection. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26773 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 added reporting contact address line 1, reporting contact us city, reporting contact state, reporting contact us zip code and reporting contact country as they were inadvertently omitted on the initial manufacturer device report number 1220648-2025-26773. G.2 added foreign as it was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26773.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the impella cp had optical sensor problems. The physician didn¿t want to implant the impella with this issue. Troubleshooting was done but unsuccessful. The impella cp was exchanged and the new impella worked without any problems. There was no harm to the patient.